Event description:
Patient on ECMO about two hours when oxygenator began leaking blood out of exhaust port. Very small amount, but not normal operating procedure for equipment. Per policy it needed to be changed out for another warranting patient stable enough to come off bypass for equipment change. Md in unit and aware. Md at bedside for change out. Patient off bypass for two minutes, and twenty seconds. Patient required a small amount of volume for slight dip in blood pressure. In a hour unchanged. The old oxygenator was saved and given to equipment technician in ECMO office.